Event description:
It was reported that the pump failed a force sensor test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. All cases were in excellent condition. Error history log review found a force sensor test error. The root cause of the reported issue was issue was found to be customer induced via the customer's disturbance of the pump during its self-test process. Actions were taken to mitigate the reported issue: replaced plunger cable for preventive. Device passed all functional testing.